Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30 day medwatch report, additional information was received:a non-abbott device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.0x18mm xience alpine stent delivery system was unable to cross the moderately tortuous, left circumflex (cx) coronary artery, moderately calcified lesion. During device removal attempt, resistance was noted. The physician was unsure what the device was caught on. After several attempts, all was removed as a single unit. Another unspecified device was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.